Event description:
According to the reporter, the pt developed haematuria with clot retention. The pt complained that the catheter is stiff.

Manufacturer narrative:
The product was not available to be returned. No lot number or reference number was reported. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be received, a follow up report will be filed.